Manufacturer narrative:
Correction: h6 annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced complete heart block post aortic valve replacement. It was reported that the right ventricular (rv) lead exhibited no capture and was fractured and exhibited impedance that was high and undefined and a polarity switch. It was also reported that the rv lead exhibited noise, and oversensing post polarity switch causing inhibition of pacing. A decision was made to place the rv lead in the left ventricular (lv) port of a cardiac resynchronization therapy pacemaker (crt-p) device rather than cap and abandon with a dual chamber device. A new lead was implanted in the left bundle branch. The rv lead remains in the patient. No further patient complications have been reported as a result of this event.